Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing on vad support and no further issues have been reported. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that upon examination of the patient during a clinic visit, exudate and erythema were noted at the driveline exit site. It was reported that the patient was not septic and the patient's white blood cell count was 6.5 x 10^9/l. The patient was prescribed 100mg of doxycycline to be taken for a 14 day duration. No additional information was provided.